Manufacturer narrative:
Section g3: the incorrect date of nov 22, 2023 was inadvertently added in the previous report's g3. The correct date is nov 20, 2023. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist device. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to septic shock. The source of the infection was not provided. The pump operated as intended and the death was not device or therapy related.